Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump off alarm in the system controller history. The log file captured pump stops on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on battery power. The patient had an urgent lvad exchange on (B)(6) 2020.

Manufacturer narrative:
Section d4 & h4: additional information section h3: corrected information manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) , confirmed internal driveline wire damage that would have contributed to the reported low speed and pump stoppage events captured in the submitted log file. Vad-54959 was returned assembled with the driveline (dl) severed approximately 3.5¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 32¿. Evidence of a previous driveline repair was observed on the 32¿ dl segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft and sealed outflow graft bend relief were not returned. The bend relief collar was returned upon disassembly of vad-54959, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 32¿ dl segment revealed breaches in the insulation of the orange wire approximately 28¿, 30.5¿, and 31.5¿ from the metal connector. Further inspection revealed breaches in the insulation of the brown wire approximately 28¿ and 30¿ from the metal connector, as well as the insulation of the black wire approximately 27.5¿ and 28.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no obvious signs of damage to the wires or the underlying conductors. If the exposed conductors of the orange, brown or black wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground would have resulted in the low speed alarms and pump stops that were confirmed through the submitted log file. Similar events would have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module/mobile power unit or battery power. No further information was provided. The manufacturer is closing the file on this event.